Manufacturer narrative:
This complaint is still under investigation.

Event description:
The patient implanted with the products in question had complained about her pain of the right hip and the implant noise on abduction of hips since about half a year ago. The revision surgery was conducted on (B)(6), 2014 due to the suspected metallosis caused by mom. It was noted the soft tissue around the stem shoulder was blackened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the patient implanted with the products in question had complained about her pain of the right hip and the implant noise on abduction of hips since about half a year ago. The revision surgery was conducted on (B)(6) 2014 due to the suspected metallosis caused by mom. Stem , head and liner were replaced. It was noted the soft tissue around the stem shoulder was blackened. There was no delay to the surgery. Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds one other report against the femoral head lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A complaint database search finds no other reported incidents against the remaining product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.